Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and an inappropriate shock, resulting in accelerated rhythms of ventricular tachycardia (vt) and atrial tachycardia (at). Technical services (ts) was consulted and reviewed multiple stored episodes, confirming the atp and shock that were delivered were inappropriate for all episodes. The final episode, in which therapy was exhausted, showed the patients rhythm accelerate into vt on the delivery of the fifth atp and subsequently accelerated to a 1:1 rhythm of vt with at on the delivery of the sixth atp. Ts noted that the rep attempted to burst pace the patient out of at but was unsuccessful, and an ablation was also considered for the patient. Ts recommended reprogramming options and zone adjustments, and the local field representative is expected to discuss further with the physician. No additional adverse patient effects were reported. This ICD remains in service.